Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 107 mg/dl and the sensor glucose was below 40 mg/dl at the time of the incident. The blood glucose and sensor glucose levels were not in acceptable range. Customer also reported to have experienced a low blood glucose of 63 mg/dl and treated with food. Low blood glucose trouble shooting was performed and completed. The customer was advised that sensor is being replaced. The sensor will be returned for analysis.